Manufacturer narrative:
Initial and final MDR (B)(4) -device 1 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced crimped cannula events since (B)(6) 2025. The blood glucose level of the patient was high which was treated with correction injection via multiple daily injection. The issue occurred with three similar types of infusion sets and symptoms were noticed within three hours of insertion. The customer replaced infusion set and resumed insulin deliveries successfully. No further information available.